Manufacturer narrative:
Additional code added to section h6 evaluation code result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service engineer (se) inspected the device and replaced the power distribution printed circuit board (pcb), the power controller pcb and the dc (direct current) to dc converter pcb. The ventilator passed all testing per manufacturing specification and was returned to the customer. One power distribution pcb was received by medtronic for evaluation. A visual inspection of the returned part was conducted with no anomalies observed. Testing was successfully performed with no errors. Conclusion: no fault found. One power controller pcb was received by medtronic for evaluation. A visual inspection of the returned part was conducted with no anomalies observed. Testing was performed and during the extended self test (est) the ventilator failed the battery test. The complaint was verified. The fault was traced back to a faulty c4 capacitor. Conclusion: faulty component. One dc-dc converter pcb was received by medtronic for evaluation. A visual inspection of the returned part was conducted, and the following was observed: the capacitor c32 was severely thermally damaged, with burn marks on the pcb and with smoke damage on the pcb. A design improvement was introduced for the dc to dc converter pcb to address tantalum (tamno2) type capacitor issues. Conclusion: faulty component. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a battery failure, powered off and the capacitor of the power controller distributor was noted to be burnt. The ventilator was not in use on a patient at the time of the reported event.